Event description:
During reaming with the robot the mics hand piece was shifting and unlocking even when in the locked position. The locking mechanism is faulty on the mics handpiece would like replacement. After finishing reaming without replacing we placed the cup into the acetabulum and it showed 2mm deep before impacting. Surgeon became aware that he felt that the reaming was incorrect. Checked pelvic checkpoint and impaction handle and both passed their respective checkpoints. Surgeon bailed to manual and finished the case by upsizing the cup and reaming again. Surgeon said it seemed like the inclination was off on the cup. Case type: tha 16-30 minutes surgical delay. What is the estimated discrepancy regarding the inclination mentioned in the complaint? Tha (degrees). As per the mps: it was reported by the surgeon that the cup was 15 degrees off reported by the surgeon.

Manufacturer narrative:
Reported event: it was reported that during reaming with the robot the mics hand piece was shifting and unlocking even when in the locked position. Product evaluation and results: as per work order (B)(4) and case number (B)(4). Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Other rtv reason: broken collar unable to repair. The alleged failure was not confirmed. Product history review: device history records indicate (B)(4) devices were manufactured under lot k08dn and (B)(4) devices were accepted into final stock on 3/16/2017. A review of qt 17-03-0059 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k08dn shows 02 additional complaints related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: the alleged failure mode was not confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During reaming with the robot the mics hand piece was shifting and unlocking even when in the locked position. The locking mechanism is faulty on the mics handpiece would like replacement. After finishing reaming without replacing we placed the cup into the acetabulum and it showed 2mm deep before impacting. Surgeon became aware that he felt that the reaming was incorrect. Checked pelvic checkpoint and impaction handle and both passed their respective checkpoints. Surgeon bailed to manual and finished the case by upsizing the cup and reaming again. Surgeon said it seemed like the inclination was off on the cup. Case type: tha 16-30 minutes surgical delay. What is the estimated discrepancy regarding the inclination mentioned in the complaint? Tha (degrees). As per the mps: it was reported by the surgeon that the cup was 15 degrees off reported by the surgeon.